Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge and the insulin on board (iob) reading were intermittently inaccurate. Additionally, it was reported that the pump intermittently stopped delivering insulin. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.